Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 0, and a fault ID 0x2890. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, tandem technical support arranged for the customer to switch to multiple daily injections as backup therapy and sent a replacement pump. The replacement pump will come with updated software, and the customer was instructed on storage mode procedures and the return of the faulty pump. The customer understood and acknowledged all instructions provided.